Manufacturer narrative:
(B)(4). Batch # p93k8a. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, the deployed clip was unformed. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.